Manufacturer narrative:
(B)(4). Date of event: publication year of 2017. Batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided.

Event description:
Title : randomized controlled trial comparing operative times between standard and robot-assisted laparoscopic hysterectomy. Author : timothy a. Deimlinga,*, jennifer l. Eldridgea, kristin a. Rileya, allen r. Kunselmanb, and gerald j. Harkins. Citation: int j gynaecol obstet. 2017 january; 136(1): 64¿69. Doi:10.1002/ijgo.12001. This prospective, randomized controlled trial aimed to compare the operative time between robot-assisted laparoscopic hysterectomies and standard laparoscopic hysterectomies. Between apr23 and 20oct2014, 144 female patients who underwent hysterectomy for pelvic pain, endometriosis, abnormal uterine bleeding, fibroids and previous failure of ablation treatment were randomized to robot-assisted laparoscopic hysterectomy (n=72; mean age of 42.3±8.0 years; bmi of 30.6±7.8) and standard laparoscopic hysterectomy (n=72; mean age of 43.2±8.5 years; bmi of 32.1±9.3). Harmonic scalpel (harmonic synergy, ethicon) was used as the primary energy source for both groups. There was one intra-operative adverse event (a ureteric transection) recorded in the robot-assisted laparoscopy group; this was identified intra-operatively and was repaired robotically, with the repair time included in the operative time for this patient. Postoperative complications included bleeding (n=5; standard laparoscopic hysterectomy group) and others (n=2; robot-assisted laparoscopic hysterectomy group). When performed by a surgeon experienced in both techniques, the operative time for robot-assisted laparoscopic hysterectomy was non-inferior to that achieved with standard laparoscopic hysterectomy.